Event description:
It was reported that during an interventional treatment procedure, a stent catheter was stuck with a guide wire. The 90% stenosed lesion was located in the moderately tortuous and non calcified left common iliac artery. The express vascular ld stent 7.0x60x75cm was advanced to the lesion and implanted. Upon removal, the delivery system "got stuck with a non-bsc guide wire when it was removed outside the sheath." The device was removed without incident. The procedure was completed successfully with this device. No patient complications were reported. The patient status is "good." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device revealed the shaft proximal to the balloon sleeve was severely twisted and damaged. The proximal end of the balloon was severely creased and bunched up. Due to the damage on the balloon it was not possible to see if there was impression of where the stent was originally crimped. It was not possible to advance the 0.035" guidewire through the device due to the device having been severely twisted and damaged. This damage is consistent with the device getting stuck on a guidewire and the guidewire being pulled on. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an interventional treatment procedure, a stent catheter was stuck with a guide wire. The 90% stenosed lesion was located in the moderately tortuous and non calcified left common iliac artery. The express vascular ld stent 7.0x60x75cm was advanced to the lesion and implanted. Upon removal, the delivery system "got stuck with a non-bsc guide wire when it was removed outside the sheath." The device was removed without incident. The procedure was completed successfully with this device. No patient complications were reported. The patient status is "good." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)